Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a left ventricular (lv) lead implant attempt, the physician tried to advance a guidewire through the lumen of the lead. There was resistance once the guidewire reached the end of the lead and the guidewire would not exit the lead tip. The physician felt that the lead tip looked "sharper/different" and there might be a possible issue with the lead tip seal. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the passed through the entire length of the lead with no resistance. There was no distortion noted anywhere on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.